Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook serrated biopsy forceps with spike. The following event was described to me [district manager] by the gastrointestinal (gi) technician that was in the procedure using the complaint product. "[The] biopsy forceps was passed through the accessory channel. I opened the forceps, closed it on the tissue to take a biopsy, and then I felt a snap [potential link wire to drive wire solder joint breakage]. I was then unable to open the biopsy forceps again. I removed the forceps from the endoscope. We had to open a new forceps to retake the biopsies." The account did not save the biopsy forceps for investigation. The gi technician also reported she had this same thing (biopsy forceps "snapping" and then being unable to open) happen a week ago. They did not save the lot number of the device that was defective a week ago, however it was the same forceps [see related MDR 1037905-2017-00279].